Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker exchange procedure. During the procedure, it was noted that the right atrial (ra) lead had dislodged which was confirmed via fluoroscopy. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.